Event description:
The customer reported that their olympus hd autoclavable camera head was presenting a b30 communication error during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device and legal manufacturer¿s investigation. The device was returned to olympus for evaluation. The evaluation confirmed the b30 error message, detached coupler, and leak was found. The legal manufacturer stated that the b30 error occurred due to a faulty charge coupled device (ccd) unit; however, the root cause could not be identified. The DHR was reviewed and confirmed that the device met its standard specification at the time of shipment. According to the repair department, all reported phenomena were duplicated. A review of the complaint database revealed no similar complaint reported by the user facility with the same device; however, there were two similar complaints found from two different user facilities.